Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a chemotherapy over infusion occurred at the infusion center, and that temporary intervention (specific intervention not provided) was required. The pump did not pass pm, and the bezel assemble was replaced with a new bezel, along with the ail sensor.

Event description:
It was reported that a chemotherapy over infusion occurred at the infusion center, and that temporary intervention (specific intervention not provided) was required. The pump did not pass pm, and the bezel assemble was replaced with a new bezel, along with the ail sensor. Although requested, no additional information about the patient, medication, or event provided by the customer .

Manufacturer narrative:
Additional information provided: b.2, b.5 & g.3 patient demographics requested however not provided. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
The pump module and pcu were not returned for an investigation of the reported incident., therefore testing could not be performed to identify root cause. Logs were not provided for a detail analysis of the reported event.

Event description:
It was reported that a chemotherapy over infusion occurred at the infusion center, and that temporary intervention (specific intervention not provided) was required. The pump did not pass pm, and the bezel assemble was replaced with a new bezel, along with the ail sensor.